Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 9106853. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Investigation conclusion: bd will continue to monitor this issue. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 22gax1.00in prn ec slm npvc leaked during use. The following information was provided by the initial reporter: when the medical imaging department gave the patient a high pressure injection with enhanced CT scan of the upper abdomen, it was found that the contrast agent did not enter the patient's body, leading to leakage.